Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37602, serial (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 748251, serial (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7482a51, serial (B)(4), implanted: (B)(6) 2007, product type: extension. No device analysis was performed; the device met risk-based analysis criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received which reported the patient died on (B)(6) 2017 of klebsiella bacteremia with sepsis, dementia, and parkinson¿s disease. Relevant medical history includes parkinsons dual and movement disorders.